Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Concomitant medical products: pb1018 valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received one appropriate shock due to ventricular tachycardia (vt). The patient was brought to the hospital, where they experienced five more shocks, all inappropriate. The implantable cardioverter defibrillator (ICD) had a sensing/detection problem. Specifically, the patient's device was double counting r waves resulting in redetection and the additional shocks. It was also reported that the device was experiencing t-wave oversensing (twos) and had an unsuccessful shock. The physician discussed possible device reprogramming, however no action had been taken. The patient's right ventricular (rv) lead had t-wave oversensing (twos) on the pace/sense portion. No reprogramming was completed. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.